Event description:
It was reported that after successful implant of a stent in a stenosed lesion in the superficial femoral artery, the distal tip of the delivery system detached when it got caught at the distal tip of the 6f introducer sheath. The delivery system and the introducer sheath were successfully removed from patient. As the tip could be seen exiting the access site, the user was able to completely remove it without intervention. There was no report of injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The event investigation is currently underway.